Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (b)96) 2004 and mesh was implanted along with concurrent colpopexy and colporrhaphy due to urinary incontinence and prolapse. It was also reported that the patient experienced pain, urinary problems, dyspareunia, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.